Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was driveline sheath damage. The rescue tape applied to the driveline could be seen and the outer sheath was missing from about one quarter inch of the distal portion of the driveline. There were no alarms upon interrogation and the driveline was repaired with rescue tape. The patient believed it was due to normal wear and tear. The pump remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. Visual evidence provided by the site revealed damage to the driveline sheath, thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, possible causes of the driveline sheath damage may be attributed to multiple factors including, but not limited to, improper handling or wear over time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.